Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), endometritis ('endometritis') and pelvic infection ('infection (other) describe: recurring pelvic infections') in an adult female patient who had essure (batch no. 898927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, cervicitis and pelvic discomfort. Concomitant products included ethinylestradiol; norgestimate (sprintec) from (B)(6) 2012 to (B)(6) 2012, metronidazole from 2012 to 2014 and norethisterone (micronor) from (B)(6) 2012 to (B)(6) 2012. In (B)(6) 2012, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), pelvic pain ("pain/ pelvic pain") and ovarian cyst ("ovarian cyst"). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced rash papular ("rashes or skin conditions type: bumps on arms"). In 2013, the patient experienced pollakiuria ("bladder or urinary problems or changes: increased frequency of urination"). In 2014, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder infection: bladder infection"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, endometritis, pelvic infection, vaginal haemorrhage, menorrhagia, pollakiuria, cystitis, rash papular, dysmenorrhoea, dyspareunia, fatigue, weight increased, vaginal discharge, pelvic pain, back pain and ovarian cyst outcome was unknown. The reporter provided no causality assessment for endometritis and pelvic inflammatory disease with essure. The reporter considered back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, ovarian cyst, pelvic infection, pelvic pain, pollakiuria, rash papular, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: coils visible coming from right ostia: 3 coils visible coming from left ostia:3. Current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2012: negative. Ultrasound pelvis - on (B)(6) 2012: uterus length (fundus to extremal os 9.4 depth 5.s6 cm, right ovary. Width x length x depth: 3.43 x 3.9 x 3.5 cm. Cysts present? One large simple cyst. Simple/multi-ioc, size. Ultrasound scan vagina - on (B)(6) 2012: normal size uterus, normal endomysium. The previously noted right ovarian 3.9 em simple. Cyst has resolved. Both ovaries are normal and demonstrate multiple small follicular cysts measuring <1. Mm. No adnexal masses present small amount of free fluid in the cui de sac. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, ovarian cyst,pelvic infection, vaginal discharge. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: endometritis , pelvic inflammatory disease. Most recent follow-up information incorporated above includes: on 2-jul-2019: pfs and mr received. Reporters information updated. Lot no. Were added. Event: injury were updated to abnormal bleeding (vaginal). New events: menorrhagia), bladder or urinary problems or changes, infection (bladder/ urinary tract/vaginal) type: bladder infection, infection (other) describe: recurring pelvic infections, rashes or skin conditions type: bumps on arms, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, pain, weight gain,vaginal discharge, pelvic inflammatory disease, endometritis were added. Medical history, lab data, concomitant drugs were added. Incident : we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), endometritis ('other injuries or complications,please describe:endometritis') and pelvic infection ('infection (other), describe: recurring pelvic infections'). In a 28-year-old female patient who had essure (batch no. 898927), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: reason for removal; constant pelvic pain, vaginal bleeding, and cramping. Concurrent conditions included: overweight, cervicitis and pelvic discomfort. Concomitant products included: ethinylestradiol, norgestimate (sprintec) from 10-may-2012 to 22-may-2012, metronidazole from 2012 to 2014 and norethisterone (micronor) from 24-may-2012 to 1-aug-2012. On (B)(6) 2012, the patient experienced, pelvic infection (seriousness criteria medically significant and intervention required), vaginal haemorrhage (abnormal bleeding ("vaginal")), menorrhagia (abnormal bleeding ("menorrhagi")), dysmenorrhoea (dysmenorrhea ("cramping")), dyspareunia (dyspareunia ("painful sexual intercourse")), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), pelvic pain ("pain/ pelvic pain") and ovarian cyst ("ovarian cyst"). On (B)(6) 2012, the patient had essure inserted. On (B)(6)2012, the patient experienced, endometritis (seriousness criteria medically significant and intervention required), 6 days after insertion of essure. In 2012, the patient was found to have weight increased ("weight gain/ loss(specify which one) gain"). On (B)(6) 2012, the patient experienced, rash papular ("rashes or skin conditions, type: bumps on arms"). In 2013, the patient experienced, pollakiuria ("bladder or urinary problems, or changes: increased frequency of urination"). In 2014, the patient experienced, cystitis ("infection (bladder/ urinary tract/vaginal), type: bladder infection"). On an unknown date, the patient experienced, pelvic inflammatory disease (seriousness criteria medically significant and intervention required). Back pain ("lower back pain") and endometriosis ("other injury(ies) or complication, please describe: endometriosis"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, endometritis, pelvic infection, vaginal haemorrhage, menorrhagia, pollakiuria, cystitis, rash papular, dysmenorrhoea, dyspareunia, fatigue, weight increased, vaginal discharge, pelvic pain, back pain, ovarian cyst and endometriosis outcome was unknown. The reporter provided no causality assessment for endometritis and pelvic inflammatory disease with essure. The reporter considered back pain, cystitis, dysmenorrhoea, dyspareunia, endometriosis, fatigue, menorrhagia, ovarian cyst, pelvic infection, pelvic pain, pollakiuria, rash papular, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: coils visible coming from right ostia:3. Coils visible coming from left ostia:3. Current weight: 200 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was, 24.9 kg/sqm. Hysterosalpingogram: on (B)(6) 2012, total bilateral occlusion. Pregnancy test: urine. On (B)(6) 2012, negative. Ultrasound: pelvis. On (B)(6) 2012, uterus length: fundus to extremal os 9.4 depth 5.s6cm. Right ovary: width x length x depth: 3.43 x 3.9 x 3.5 cm. Cysts present? One large simple cyst. Simple/multi-ioc, size. Ultrasound scan: vagina. On (B)(6) 2012, normal size uterus, normal endomysium. The previously noted, right ovarian 3.9 em simple cyst has resolved. Both ovaries are normal. And demonstrate multiple small follicular cysts measuring <1 mm. No adnexal masses present small amount of free fluid in the cui de sac. Concerning the injuries reported in this case, the following ones were confirmed, in patient¿s medical records: pelvic pain, ovarian cyst,pelvic infection, vaginal discharge. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: endometritis , pelvic inflammatory disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) , pfs received: new event: 'endometriosis' was added. A technical investigation will be conducted. Including a batch review. And a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), endometritis ('other injuries or complications-please describe:endometritis') and pelvic infection ('infection (other) describe: recurring pelvic infections') in a 28-year-old female patient who had essure (batch no. 898927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: reason for removal: constant pelvic pain, vaginal bleeding, and cramping. Concurrent conditions included overweight, cervicitis and pelvic discomfort. Concomitant products included ethinylestradiol;norgestimate (sprintec) from (B)(6) 2012, metronidazole from 2012 to 2014 and norethisterone (micronor) from (B)(6) 2012. In (B)(6) 2012, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), dysmenorrhoea ("dysmenorrhea cramping"), dyspareunia ("dyspareunia painful sexual intercourse"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), pelvic pain ("pain/ pelvic pain") and ovarian cyst ("ovarian cyst"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced endometritis (seriousness criteria medically significant and intervention required), 6 days after insertion of essure. In 2012, the patient was found to have weight increased ("weight gain/ loss(specify which one) gain"). In (B)(6) 2012, the patient experienced rash papular ("rashes or skin conditions type: bumps on arms"). In 2013, the patient experienced pollakiuria ("bladder or urinary problems or changes:increased frequency of urination"). In 2014, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder infection:bladder infection"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), back pain ("lower back pain") and endometriosis ("other injury(ies) or complication please describe: endometriosis"). The patient was treated with surgery (removal surgery for essure). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic inflammatory disease, endometritis, pelvic infection, vaginal haemorrhage, menorrhagia, pollakiuria, cystitis, rash papular, dysmenorrhoea, dyspareunia, fatigue, weight increased, vaginal discharge, pelvic pain, back pain, ovarian cyst and endometriosis outcome was unknown. The reporter provided no causality assessment for endometritis and pelvic inflammatory disease with essure. The reporter considered back pain, cystitis, dysmenorrhoea, dyspareunia, endometriosis, fatigue, menorrhagia, ovarian cyst, pelvic infection, pelvic pain, pollakiuria, rash papular, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: coils visible coming from right ostia:3 coils visible coming from left ostia:3. Current weight 200 lbs . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram in (B)(6) 2012: total bilateral occlusion. Pregnancy test urine on (B)(6) 2012: negative. Ultrasound pelvis on (B)(6) 2012: uterus length (fundus to extremal os 9.4 depth 5.s6cm. Right ovary width x length x depth: 3.43 x 3.9 x 3.5 cm. Cysts present? One large simple cyst. Simple/multi-ioc, size. Ultrasound scan vagina on (B)(6) 2012: normal size uterus, normal endomysium. The previously noted right ovarian 3.9 em simple cyst has resolved. Both ovaries are normal and demonstrate multiple small follicular cysts measuring <1 mm. No adnexal masses present small amount of free fluid in the cui de sac. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, ovarian cyst,pelvic infection, vaginal discharge. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: endometritis , pelvic inflammatory disease . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-mar-2020: pif received: device removed, essure removal date was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), endometritis ('other injuries or complications-please describe:endometritis') and pelvic infection ('infection (other) describe: recurring pelvic infections') in a 28-year-old female patient who had essure (batch no. 898927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: reason for removal: constant pelvic pain, vaginal bleeding, and cramping. Concurrent conditions included overweight, cervicitis and pelvic discomfort. Concomitant products included ethinylestradiol;norgestimate (sprintec) from (B)(6) 2012, metronidazole from 2012 to 2014 and norethisterone (micronor) from (B)(6) 2012. In (B)(6) 2012, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), dysmenorrhoea ("dysmenorrhea cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), pelvic pain ("pain/ pelvic pain") and ovarian cyst ("ovarian cyst"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced endometritis (seriousness criteria medically significant and intervention required), 6 days after insertion of essure. In 2012, the patient was found to have weight increased ("weight gain/ loss(specify which one) gain"). In (B)(6) 2012, the patient experienced rash papular ("rashes or skin conditions type: bumps on arms"). In 2013, the patient experienced pollakiuria ("bladder or urinary problems or changes:increased frequency of urination"). In 2014, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder infection:bladder infection"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), back pain ("lower back pain") and endometriosis ("other injury(ies) or complication please describe: endometriosis"). The patient was treated with surgery (removal surgery for essure). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic inflammatory disease, endometritis, pelvic infection, vaginal haemorrhage, menorrhagia, pollakiuria, cystitis, rash papular, dysmenorrhoea, dyspareunia, fatigue, weight increased, vaginal discharge, pelvic pain, back pain, ovarian cyst and endometriosis outcome was unknown. The reporter provided no causality assessment for endometritis and pelvic inflammatory disease with essure. The reporter considered back pain, cystitis, dysmenorrhoea, dyspareunia, endometriosis, fatigue, menorrhagia, ovarian cyst, pelvic infection, pelvic pain, pollakiuria, rash papular, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: coils visible coming from right ostia:3 coils visible coming from left ostia:3 current weight 200 lbs . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram in (B)(6) 2012: total bilateral occlusion. Pregnancy test urine on (B)(6) 2012: negative. Ultrasound pelvis on (B)(6) 2012: uterus length (fundus to extremal os 9.4 depth 5.s6cm. Right ovary width x length x depth: 3.43 x 3.9 x 3.5 cm. Cysts present? One large simple cyst. Simple/multi-ioc, size. Ultrasound scan vagina on (B)(6) 2012: normal size uterus, normal endomysium. The previously noted right ovarian 3.9 em simple cyst has resolved. Both ovaries are normal and demonstrate multiple small follicular cysts measuring <1 mm. No adnexal masses present small amount of free fluid in the cui de sac. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, ovarian cyst,pelvic infection, vaginal discharge concerning the injuries reported in this case, the following ones were described in patient¿s medical records: endometritis , pelvic inflammatory disease lot number: 898927, manufacturing date:2011-08, & expiration date:2014-08. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-jul-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), endometritis ('endometritis') and pelvic infection ('infection (other) describe: recurring pelvic infections') in an adult female patient who had essure (batch no. 898927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, cervicitis and pelvic discomfort. Concomitant products included ethinylestradiol;norgestimate (sprinted) from (B)(6) 2012 to (B)(6) 2012, metronidazole from 2012 to 2014 and norethisterone (micronor) from (B)(6) 2012 to (B)(6) 2012. In may 2012, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), pelvic pain ("pain/ pelvic pain") and ovarian cyst ("ovarian cyst"). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient was found to have weight increased ("weight gain"). In october 2012, the patient experienced rash papular ("rashes or skin conditions type: bumps on arms"). In 2013, the patient experienced pollakiuria ("bladder or urinary problems or changes:increased frequency of urination"). In 2014, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder infection:bladder infection"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, endometritis, pelvic infection, vaginal haemorrhage, menorrhagia, pollakiuria, cystitis, rash papular, dysmenorrhoea, dyspareunia, fatigue, weight increased, vaginal discharge, pelvic pain, back pain and ovarian cyst outcome was unknown. The reporter provided no causality assessment for endometritis and pelvic inflammatory disease with essure. The reporter considered back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, ovarian cyst, pelvic infection, pelvic pain, pollakiuria, rash papular, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: coils visible coming from right ostia:3 coils visible coming from left ostia:3 current weight 200 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - in august 2012: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2012: negative. Ultrasound pelvis - on (B)(6) 2012: uterus length (fundus to extremal os 9.4 depth 5.s6cm right ovary width x length x depth: 3.43 x 3.9 x 3.5 cm cysts present? One large simple cyst simple/multi-ioc, size. Ultrasound scan vagina - on (B)(6) 2012: normal size uterus, normal endomysium. The previously noted right ovarian 3.9 em simple cyst has resolved. Both ovaries are normal and demonstrate multiple small follicular cysts measuring <1 mm. No adnexal masses present small amount of free fluid in the cui de sac. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, ovarian cyst,pelvic infection, vaginal discharge concerning the injuries reported in this case, the following ones were described in patient¿s medical records: endometritis , pelvic inflammatory disease quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. (Product technical complaint) incident : we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.